Event description:
Patient was exhibiting low blood glucose signs. When tested by relative, the suspect device blood glucose =424mg/dl. At the hosp, his blood glucose =36mg/dl. He was admitted. The code key and strip lot did not match for the suspect device.

Manufacturer narrative:
Standard disclaimer on file.